Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was participating in a clinical trial which involved pedaling a static pedal machine while lying on a table before and after angioplasty. A right radial artery approach was taken; however, the patient had a complete coil within the forearm. The physician attempted to get a guide catheter up the arm, using a bmw universal guide wire (gw) (which was placed in the subclavian). Balloon dilatation catheters and a non-abbott guideliner were also attempted to be used to navigate up the forearm but were unsuccessful. Afterwards, a femoral approach was taken and it was determined that the patient was no longer able to be in the clinical trial. During removal of the system from the right radial artery, there was some resistance noted. The physician then noticed the bmw universal gw had separated at the core due to the highly tortuous section. The remaining segment was removed via the femoral artery using a 7fr gooseneck snare. It took around 30 minutes to remove the wire segment. The patient was kept overnight in the hospital. The procedure was successfully completed femorally with a bmw gw and two xience sierra stent delivery systems at the bifurcated lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.